Event description:
Underwent unicompartmental knee arthroplasty of the knee on unspecified date. Presented with increasing pain after 8-9 weeks. Catastrophic failure - subsided tibia anteriorly was documented on x-ray. No info was provided about a possible revision.